Manufacturer narrative:
On (B)(6)2019 , biosense webster inc. Received additional information about the patient and event. It was reported that a smartablate generator was in use during the procedure and it was used in power control mode. No error messages were presented. Additionally, it was reported that the patient has not exhibited any neurological symptoms since the procedure completed. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. A manufacturing record evaluation was performed for the finished device 30208704m number, and no internal action related to the complaint was found during the review. (B)(6). Manufacturer's ref. # (B)(4).

Event description:
I was reported a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool smart touch sf bi-directional navigation catheter and a thrombus issue occurred. It was reported that during the procedure, a thrombus was confirmed on the tip of the electrode. The issue was resolved by switching to another thermocool smart touch sf catheter and the procedure was completed without patient consequence. The issue of thrombus has been determined to be an MDR reportable malfunction.